Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition could not be confirmed. An assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
Report 2 of 2 for the same event: it was reported that during an unspecified surgical procedure, it was discovered that the motor device had intermittent operations and was skipping. According to the reporter, an identical spare device was available; however, the device also produced the same malfunction. There were no delays to the surgical procedure as an additional spare identical device was available to complete the surgery successfully. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.